Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the left ventricle lead had been dislodged. The dislodgement was confirmed by diagnostic imaging. The lead was turned off and subsequently explanted. The patient was in stable condition.